Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and gore® viabahn® vbx balloon expandable endoprostheses (vbx) in the (B)(6) tambe pivotal study. On (B)(6) 2019 a type ic endoleak was observed in the patient's right renal artery. An intervention was performed on (B)(6) 2019 whereby an additional vbx device was placed distally to extend the most distal vbx device in the patient's right renal artery. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
C.1. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019 an intervention took place whereby balloon angioplasty was performed and an additional vbx device was used to extend the most distal vbx device in the patient's right renal artery.

Manufacturer narrative:
B.5. Description of event - additional information added (balloon angioplasty performed) and original information clarified (wording). H.6. Investigation findings: code 213 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use, as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to, device malapposition. H.6. Investigation findings: code 3233 updated to code 213 h.6. Investigation conclusions: code 11 updated to code 4315.